Event description:
It was reported that after performing the 3000h maintenance on the ventilator on (B)(6), 2010 the respiratory therapist turned off the ventilator. During the night the respiratory therapist team leader smelt a scorching smell. (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed the reported condition of failure code 522:320:654, however the root cause could not be determined. The user interface module was replaced as a precaution. A follow up report will be submitted if additional information becomes available.

Event description:
The facility reported a colleague infusion pump which experienced failure code 522:320:654. It is unknown when or at what point in the process the reported condition occurred. Device evaluation determined that this condition interrupted delivery. No patient injury or medical intervention was reported. The user interface module master software version is 6.13.90, which is classified as remediated. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: upon further investigation by baxter, this event has been determined to be non-reportable.